Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 303 analytical unit. The sample initially resulted in a sodium value of 156 mmol/l. The sample was repeated five times, resulting in values of 157 mmol/l, 144 mmol/l, 141 mmol/l, 156 mmol/l, and 162 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined that a pump voltage setting was out of range. The pump voltage was adjusted. The sample flow line was cleaned and decontaminated. The electrodes, solution filters, and solution hose were acceptable. Reference line valves were changed. No further issues were reported after these actions were performed. The investigation determined the service actions resolved the issue.